Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) evaluated the iabp unit and was unable to reproduce the reported issue. However, upon review of the logs, the stm was able to verify the alarms, and no critical failures were found. The stm ran the iabp for an hour without any further issues. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service. The full event site name is (B)(6).

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) began repetitively alarming ¿iab disconnected¿. All connections were secured, and the correct size extension tubing was on the balloon. There were no leaks noted. The iabp was exchanged with another iabp, and original was taken to the biomedical engineer. No patient harm, serious injury or adverse event was reported.